Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("shortly after the procedure, she began experiencing pregnancy / ectopic pregnancy") and cervix carcinoma ("tumors, cervical cancer, irregular pap smear (teratoma cancer type)") in a (B)(6) female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (deliveries on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2013), parity from (B)(6) 2013 to (B)(6) 2013 and pregnancy with contraceptive device from (B)(6) 2017 to 2017. Concomitant products included levonorgestrel (mirena) since (B)(6) 2013 for birth control as well as contraceptives nos, hydrocodone, loloestrin, promethazine, tizanidine, vicodin (lortab) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of vaginal infection ("vaginal discharge/infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain lower. In 2012, the patient experienced cervix carcinoma (seriousness criterion medically significant), the second episode of vaginal infection ("vaginal discharge/infection"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dry skin ("dry skin on legs") and irritability ("irritability"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraines"), hypoaesthesia ("back numbness"), paraesthesia ("back tingling"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("pain during sex"), amnesia ("memory loss"), headache ("headaches"), pelvic pain ("pelvic pain") and chest pain ("chest pain, burning feeling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, miconazole nitrate (monistat) and surgery (removal of right fallopian tube). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, cervix carcinoma, the last episode of vaginal infection, abdominal pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, fatigue, amnesia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, cystitis, urinary tract infection, nausea, headache, weight increased, weight decreased, dry skin, pelvic pain, chest pain and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cervix carcinoma, chest pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, hormone level abnormal, hypoaesthesia, irritability, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: shortly after the procedure she began experiencing pregnancy and the other events, she rushed to the hospital twice (unspecified for which event (s)). For treating bladder/urinary tract/vaginal infection, the patient used over the counter medications, drank cranberry juice. For dry skin on legs she used moisturizing lotion. The patient was pregnant under essure three times. This case refers to plaintiff's ectopic pregnancy under essure. For pregnancy with live birth without complications please refer to (B)(4), for pregnancy with termination please refer to (B)(4). The patient was planning to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: positive. Pregnancy test - in (B)(6) 2017: positive; in 2013: positive. Smear cervix - on an unknown date: abnormal (abnormal nos) . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, lab data, new events vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract discomfort added. On 27-feb-2018: pfs and mr received. On 19-mar-2018: coding request: hormonal changes (irritability) record as separate entries: hormonal imbalnce and irritability. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ("shortly after the procedure, she began experiencing pregnancy / ectopic pregnancy, ruptured ectopic pregnancy") and cervix carcinoma ("tumors, cervical cancer, irregular pap smear (teratoma cancer type)") in a 34-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (deliveries on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2013), parity from (B)(6) 2013 to (B)(6) 2013 and pregnancy with contraceptive device from (B)(6) 2017 to 2017. Concomitant products included levonorgestrel (mirena) since (B)(6) 2013 for birth control as well as anovlar (loestrin), contraceptives nos, hydrocodone, promethazine, tizanidine, vicodin (lortab) and vicodin (norco). In 2011, the patient experienced the first episode of vaginal infection ("vaginal discharge/infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain lower. In 2012, the patient experienced cervix carcinoma (seriousness criterion medically significant), the second episode of vaginal infection ("vaginal discharge/infection"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dry skin ("dry skin on legs") and irritability ("irritability"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraines"), hypoaesthesia ("back numbness"), paraesthesia ("back tingling"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("pain during sex"), amnesia ("memory loss"), headache ("headaches"), pelvic pain ("pelvic pain") and chest pain ("chest pain, burning feeling"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, miconazole nitrate (monistat) and surgery (removal of right fallopian tube). Essure treatment was not changed. At the time of the report, the ruptured ectopic pregnancy, cervix carcinoma, the last episode of vaginal infection, abdominal pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, fatigue, amnesia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, cystitis, urinary tract infection, nausea, headache, weight increased, weight decreased, dry skin, pelvic pain, chest pain and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cervix carcinoma, chest pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, irritability, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, ruptured ectopic pregnancy, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: shortly after the procedure she began experiencing pregnancy and the other events, she rushed to the hospital twice (unspecified for which event (s)). For treating bladder/urinary tract/vaginal infection, the patient used over the counter medications, drank cranberry juice. For dry skin on legs she used moisturizing lotion. The patient was pregnant under essure three times. This case refers to plaintiff's ectopic pregnancy under essure. For pregnancy with live birth without complications please refer to case (B)(4) , for pregnancy with termination please refer to case (B)(4). The patient was planning to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: positive. Pregnancy test - in (B)(6) 2017: positive; in 2013: positive. Smear cervix - on an unknown date: abnormal (abnormal nos) . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-mar-2018: medical records received. New reporters added. Event "shortly after the procedure, she began experiencing pregnancy / ectopic pregnancy" was updated and coded to "ruptured ectopic pregnancy" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ("shortly after the procedure, she began experiencing pregnancy / ectopic pregnancy, ruptured ectopic pregnancy") and cervix carcinoma ("tumors, cervical cancer, irregular pap smear (teratoma cancer type)") in a 34-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3 (deliveries on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2013), parity from april 2013 to 15-nov-2013 and pregnancy with contraceptive device from march 2017 to 2017. Concomitant products included levonorgestrel (mirena) since (B)(6) 2013 for birth control as well as anovlar (loestrin), contraceptives nos, hydrocodone, promethazine, tizanidine, vicodin (lortab) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of vaginal infection ("vaginal discharge/infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) with abdominal pain lower. In 2012, the patient experienced cervix carcinoma (seriousness criterion medically significant), the second episode of vaginal infection ("vaginal discharge/infection"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dry skin ("dry skin on legs") and irritability ("irritability"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraines"), hypoaesthesia ("back numbness"), paraesthesia ("back tingling"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("pain during sex"), amnesia ("memory loss"), headache ("headaches"), pelvic pain ("pelvic pain") and chest pain ("chest pain, burning feeling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, miconazole nitrate (monistat) and surgery (removal of right fallopian tube). Essure treatment was not changed. At the time of the report, the ruptured ectopic pregnancy, cervix carcinoma, the last episode of vaginal infection, abdominal pain, migraine, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, fatigue, amnesia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, cystitis, urinary tract infection, nausea, headache, weight increased, weight decreased, dry skin, pelvic pain, chest pain and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, cervix carcinoma, chest pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypoaesthesia, irritability, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, ruptured ectopic pregnancy, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: shortly after the procedure she began experiencing pregnancy and the other events, she rushed to the hospital twice (unspecified for which event (s)). For treating bladder/urinary tract/vaginal infection, the patient used over the counter medications, drank cranberry juice. For dry skin on legs she used moisturizing lotion. The patient was pregnant under essure three times. This case refers to plaintiff's ectopic pregnancy under essure. For pregnancy with live birth without complications please refer to case (B)(4), for pregnancy with termination please refer to case (B)(4). The patient was planning to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: positive. Pregnancy test - in (B)(6) 2017: positive; in 2013: positive. Smear cervix - on an unknown date: abnormal (abnormal nos) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.